Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's device was turned off foran EKG, and now when they tried to turn it on, it causes discomfort. Patient noted that the device was off at the time of the report, and there was no discomfort but slight dizziness. Patient was wondering if it was ok to leave it off until they see the neurologist the following day. Patient was advised to work with their physician to evaluate their symptoms as the issue was medical in nature. No further patient complications were reported/ anticipated as a result of this event.